Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in left hip area") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff has had essure for about 07 months and the left hip pain has slowly gotten worse. She was getting her tubes and coils removed, because of the pain, on a scheduled surgery days after this report. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in left hip area") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff has had essure for about 07 months and the left hip pain has slowly gotten worse. She was getting her tubes and coils removed, because of the pain, on a scheduled surgery days after this report. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain in left hip area") and procedural pain ("pain was worst for first few days post operation"). The patient was treated with surgery (salpingectomy with essure removal (tubes and coil)). Essure was removed. At the time of the report, the pelvic pain and arthralgia outcome was unknown and the procedural pain was resolving. The reporter considered arthralgia, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff has had essure for about 07 months and the left hip pain has slowly gotten worse. She was getting her tubes and coils removed, because of the pain, on a scheduled surgery days after this report. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, procedural pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2020: social media received- ridiculous pain was added. Medical device removal event was deleted. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("pain in left hip area") and procedural pain ("pain was worst for first few days post operation"). The patient was treated with surgery (salpingectomy with essure removal and salpingectomy with essure removal (tubes and coil)). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown and the procedural pain was resolving. The reporter considered arthralgia, medical device removal and procedural pain to be related to essure. The reporter commented: plaintiff has had essure for about 07 months and the left hip pain has slowly gotten worse. She was getting her tubes and coils removed, because of the pain, on a scheduled surgery days after this report. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Event pelvic pain was recoded to hip pain. Event medical device removal and event procedural pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.